Manufacturer narrative:
Additional manufacturer narrative:it was learned that an intervention was performed for this event via implantation of an edwards transcatheter heart valve within the subject device. No complication reported post procedure.again, there is no information to suggest a device malfunction related to this event.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event. No further action required at this time.

Event description:
It was reported via clinical affairs that a (B)(6) patient with a previously implanted edwards aortic bioprosthetic valve now presents with aortic stenosis after an implant duration of approximately 8 years. The patient was being evaluated for inclusion in the clinical trial to undergo an implant of a transcatheter valve within the subject device. However, additional follow up indicate no information to suggest an intervention has been planned or performed.

Event description:
It was reported that an intervention has taken place for this event; the patient recieved an imlpant of a transcatheter valve inside the subject valve, valve in valve procedure. No complications reported post procedure.